Manufacturer narrative:
The broken plate was examined under magnification. The break in the plate occurred approximately 1½" from the proximal end of the plate across the second slot in the plate. This slot did not did not have a screw in it. The broken edges of the plate are rough in texture with some slight smoothing of the rough peaks indicating that the plate broke abruptly but afterwards there was some slight rubbing of the broken edges against each other. Conclusion: a conclusion cannot be drawn based on the lack of information concerning the circumstances of this plate break. Additional mdrs associated with this event: MDR 3025141-2015-00056 screw 1, MDR 3025141-2015-00057 screw 2, MDR 3025141-2015-00058 screw 3, MDR 3025141-2015-00059 screw 4, MDR 3025141-2015-00060 screw 5, MDR 3025141-2015-00061 screw 6, MDR 3025141-2015-00062 screw 7, MDR 3025141-2015-00063 screw 8, MDR 3025141-2015-00064 screw 9.

Event description:
Approximately two weeks after implantation, a distal clavical plate broke. It was explanted and replaced with another plate.